Manufacturer narrative:
(B)(4). This involved a colleague p1.5 infusion pump with user interface module master software version 6.63.92. Evaluation summary: the condition of a colleague infusion pump with a failure code of 712:00 was confirmed by baxter personnel in the pump's event history. It was also found that to have interrupted delivery. The root cause was assigned to solution on the pump head module printed circuit board (phm pcb). The solution was cleaned off of the phm pcb to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
During baxter (B)(4) review of the event history of another report, it was discovered that a colleague infusion pump had failure code 712:00 occur. Patient involvement is unknown. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.